Event description:
Complainant alleged that the device intermittently shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replaced or confirmed. The device was put through extensive testing without duplicating the malfunction. The event battery was not returned to zoll for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.